Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8110 sn: (B)(4) customer wanted to know what is the cause of this error code. And can he fix it. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace his linear sensor board in order to clear this code. The customer asked for the part number for the part. After I give him the part number I asked the customer did he want to place an order. The customer stated no, that he would get the part from us but not now. I said ok and the customer ended the call. Serial number # (B)(4) for this 8110 is not the same in sap. The serial number for this 8110 says it from (B)(6) hospital in sap but in sale forces it says its from orphaned assets.